Event description:
It was reported that the customer was hospitalized for seven days with a throat infection during a vacation. The customer claims that the blood glucose was during this period was high apparently because of a leaking reservoir and her condition deteriorated because of it. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.